Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the disposable developed a leak that allowed the recirculating solution to mix with the infusate. No pt injury was reported.